Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found collet stuck and replaced a new plunger clamp in the reported problem area of the pipetter assembly. The fse removed and cleaned all associated parts. The instrument was inspected, tested without further problem, and returned to service.